Event description:
It was reported that during the positioning of a pt's head into the skull clamp, the handle of the base unit assembly broke. There was no pt injury reported. This incident is linked to medwatch no. 3004608878-2008-00002.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.